Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) coronary artery with moderate tortuosity and 90% stenosis. The turntrac guide wire was advanced to the lesion and a 2.0x15 mm sapphire balloon was advanced to the lesion and inflated after intravascular ultrasound was performed. After dilatation, an attempt was made to remove only the sapphire balloon but the turntrac guide wire was unintentionally withdrawn. It was confirmed that the wire had become stuck in the wire lumen of the sapphire balloon. A versaturn guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of level product quality issue. It is possible that a coagulation of blood/contrast on the guide wire resulted in the reported difficult to remove; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.